Manufacturer narrative:
Continuation of d10: 6935m62 lead implant date: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure the patient experienced asystole. It was noted that the right ventricular (rv) lead did not capture when it was placed back into the header of the crt-d. When the rv lead was removed from the header the left ventricular (lv) lead also exhibited loss of capture due to the programming configuration, the lv lead was programmed lv to rv tip. It was suspected that the rv lead pin may not have been inserted all the way back in the header when the loss of capture remained. The crt-d replaced was completed and the leads remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure the patient experienced asystole. It was noted that the right ventricular (rv) lead did not capture when it was placed back into the header of the crt-d. When the rv lead was removed from the header the left ventricular (lv) lead also exhibited loss of capture due to the programming configuration, the lv lead was programmed lv to rv tip. It was suspected that the rv lead pin may not have been inserted all the way back in the header when the loss of capture remained. The crt-d replaced was completed and the leads remain in use. No further patient complications have been reported as a result of this event. It was further reported that the lead connector pins were reinserted into the new device header during the procedure and normal lead measurements and device behavior were observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.